Event description:
It has been reported to philips that the flexvision computer (pc) was not powering on unless manually started. No harm has been reported.

Manufacturer narrative:
Philips has investigated this complaint.. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc does not start up. Review of the system log file showed that the malfunctioning flexvision-pc. Fse reinstalled flexvision pc software. After reinstalling of the flexvision pc software, the system was returned to use in good working order.the codes were updated based on the investigation outcome.evaluation method code was updated.